Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the implantable pulse generator (ipg). It was noted that the right ventricular (rv) lead thresholds were acceptable. Manual threshold tests were performed and there was no capture even at high outputs. There was also no capture when the lead was set to unipolar. Capture was able to be achieved at a rate of 50 beats (bpm) per minute or less, although inconsistently. The device lower rate was left programmed at 50 bpm, although capture was still lost every five or six beats. The lead and device remain in use. No patient complications have been reported as a result of this event.